Event description:
Physician was attempting to place a hemodialysis (hd) line in groin and internal jugular (ij). The wire that comes in the trialysis hd kit shredded after placing the catheter over the wire and attempting to remove the wire from the patient. The treatment was delayed as another attempt needed to be made to place catheter. This did not cause serious harm to the patient.